Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA would not fit onto the pen and the needle was missing on 2 occasions. The following information was provided by the initial reporter: material no: 320119 batch, no: 0147008. It was reported that a few pen needles do not fit onto the humalog pen and a the non patient end is missing the needle on two pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA would not fit onto the pen and the needle was missing on 2 occasions. The following information was provided by the initial reporter: material no: 320119, batch no: 0147008. It was reported that a few pen needles do not fit onto the humalog pen and a the non patient end is missing the needle on two pen needles.